Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 25-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 391.5 mcg/day via an implantable pump. The patient¿s medical history included post spinal cord injury and spasticity. Possible withdrawal and suspected drug delivery issues were reported. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting were a dye study and catheter revision. The actions and interventions taken to resolve the issue as a catheter revision. A catheter revision was performed today. The healthcare provider performed a positive dye study because there were concerns about drug delivery. Despite a positive dye study, a revision was ordered. The healthcare provider opened the pump pocket and discovered numerous spots where there was tissue wrapped around the catheter. The healthcare provider was still able to aspirate 1ml. The healthcare provider removed the tissue and examined for any tears or signs of damage. The healthcare provider aspirated a second time. Surgery was complete. The issue was resolved at the time of the event.